Event description:
Allergan rep reported an alleged leak with a lap-band device. Pfn stated: "reported leak in the band by facility." No info has been provided in regards to any replacement given or what part of the device was explanted. F/u findings: "during a routine adjustment, a leak was noticed through a fluoroscopy test, though the doctor couldn't tell where band had actually leaked, upon explant." The entire device was removed and replaced.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to return the product for analysis and to indicate the product serial number, the date of event, and the implant date. This info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan had not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."